Event description:
In a bipolar multi-level standard radiofrequency (rf) denervation procedure for the sij using the standard radiofrequency probes, cannulas and a bipolar adaptor, the parameters showed high impedance and power, and temp around 60 degrees c. The rf delivery was stopped and the cannula from one level was removed for repositioning. The cannula, when removed, showed missing insulation. Likely, this was the passive electrode. A different cannula was used for the procedure, and was repositioned. The procedure was completed smoothly.

Manufacturer narrative:
The device history record was reviewed for stock code pmf18-100-10cs, and the records document that the product met mfg specifications. Review of the database identified no other complaints received regarding this failure mode. A photo of the reported device has been received that shows an electrode with gaps in the insulation. It is not known what caused these gaps, but if the gaps were present prior to use, they would have been noticed. Based on the limited info available, the root cause could not be determined. If any additional relevant info is identified once the sample is evaluated, this will be submitted in a supplemental report. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigation.